Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/23/2010, 09/24/2010, and 10/15/2010 by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2010. (B)(4).

Event description:
A surgeon reported a pt with a "strange surgical outcome" following bilateral intraocular lens (iol) implant surgery. The surgeon reported the pt had postoperative astigmatism. The surgeon is not blaming the iol for the postoperative surprise. In a follow up phone call with the surgeon's office, a technician reported that an iol rotation was attempted, but was unsuccessful. Limbal relaxing incisions were performed. There are two medical device reports associated with this event. This report is for the right eye.